Manufacturer narrative:
The investigation for the console (aic) controller alarm has been completed. Data logs were reviewed which confirmed that there were controller error issues. There were multiple instances of eeprom impella defective alarm (event set #3) found in the logs. The console was returned for evaluation. The eeprom impella defective alarm was able to be reproduced. After inspection of the cables and connections in the console, the connector at j001.1 on the impellatronic pca was found to be slightly loose (could be from vibration/shaking during transport). After correctly seating the cable to the connector, the eeprom impella defective alarm was resolved. The reported controller error issue was determined to be caused by a loose connector at j001.1 on the impellatronic board.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had controller error alarm discovered during training. Once the aic was turned on for the first time, failure was noticed and was unable to be cleared or troubleshooted. This is believed to be an out of box failure. No patient was involved.